Manufacturer narrative:
Additional device product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent initial surgery of open reposition, osteosynthesis of the right clavicle with a variable angle -locking compression plate (va-lcp) cloverleaf fusion plate (metal fixator) on (B)(6) 2018. On (B)(6) 2018 patient was experiencing painful syndromes while in the process of rehabilitation which were caused by a fracture and migration of the metal fixator titanium general fusion plate. An operation was performed. On (B)(6) 2018, an epicrisis was done to the patient prior to the scheduled removal of the metal fixator on (B)(6) 2018. It was unknown if the procedure was completed and if there was surgical delay reported. Patient outcome was unknown. Concomitant device reported: fasteners (part/ lot number unknown, quantity unknown). This report is for one (1) 2.4/2.7mm ti va-lcp cloverleaf fusion plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 04.211.252, lot: 7561443. Manufacturing location: elmira, manufacturing date: dec 27, 2013. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.4/2.7mm ti va-lcp cloverleaf fusion product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product investigation was completed. Visual inspection: visual inspection of the returned plate performed at customer quality (cq) confirmed the condition of post operative plate breakage, which agrees with the reported complaint condition. The plate has broken at the 3rd most distal combi hole. The break is transverse. Visual inspection of the provided x-ray images in the notes & attachments section of the complaint file was not able to confirm plate migration. Prior to the plate breaking the plate appears secured to the bone with all screws in the provided x-rays. Post plate breakage, both halves of the plate appear secured to the bone with all screws in the provided x-rays. Document/specification review: tabulated design drawing for the family of 2.4mm/2.7mm va-lcp cloverleaf fusion plates was reviewed during this investigation. The returned plate is an implant in the 2.4mm/2.7mm variable angle lcp forefoot/midfoot system and is a procedure-specific plate for osteotomies, fusions, and fractures of the foot. The 2.4mm/2.7mm variable angle lcp forefoot/midfoot system is indicated for fixation of osteotomies, fusions, fractures, nonunions, malunions, and replantations of small bones and small bone fragments in adult and adolescent (12-21 years) patients, including the foot and ankle, and particularly in osteopenic bone. The complaint device (part# 04.211.252) is also available in 316l stainless steel material as part# 02.211.252. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: the thickness of the returned plate near location of breakage measured 1.83mm at cq (calipers ca592) which is within specification of 1.8mm +/-0.1mm per tabulated design drawing. The width of the returned plate near location of breakage measured 7.52mm at cq (calipers ca592) which is within specification of 7.5mm +/-0.5mm per tabulated design drawing with reference to general tolerances for design and machining work instruction. Material analysis: the design per drawing specified the plate to be manufactured from titanium aluminum niobium (tan) material. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Conclusion: a definitive root cause for the plate breaking postoperatively could not be determined based on the provided information. It is possible that a clavicle plate (if available for use at the time) would have performed better than the forefoot/midfoot plate that was used for the clavicle in this event. This complaint is confirmed for postoperative plate breakage but not for plate migration. No product design issues or manufacturing discrepancies that would contribute to the reported complaint conditions were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: cortex screws (part 402.874, lot 8063574, quantity 1), screws (part unknown, lot unknown, quantity 5).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter name and address: facility name provided for reporting. Device was used for treatment, not diagnosis.

Event description:
10/31/2018: updated event description: it was reported that on (B)(6) 2018, patient fell on her right shoulder girdle which resulted to pain and deformity on the injury site. Upon examination and x-ray imaging, a displaced comminuted fracture of the middle third of the right clavicle was revealed. During assessment, it was noted that the right shoulder girdle region was edematous, painless on palpation, crepitation was heard, and abnormal mobility was observed. The range of movement in the right shoulder joint was limited by pain. There was no observed acute neurocirculatory disorders in the distal parts of the right upper limb. Patient was conscious and well-oriented in space and time. The general condition was satisfactory. On (B)(6) 2018 during surgery, following triple operating field cleaning with antiseptic solutions, an incision 6 cm long was performed. An access to the fracture was obtained, and the comminuted nature of the fracture confirmed. Open reposition of the bone fragments and osteosynthesis of the right clavicle with a 2.4/2.7 mm titanium variable angle-lcp cloverleaf fusion plate/long were performed under visual and eoc (electron-optical converter) control. Eoc control revealed a satisfactory position of the bone fragments and fixing elements. The postoperative wounds were completely sutured layer by layer. The skin was cleaned and an aseptic bandage was applied. On (B)(6) 2018 upon discharge, the general condition of the patient was satisfactory. No vascular or neurological disturbances was observed in the fingers of the right hand. Follow-up x-ray images revealed satisfactory position of the bone fragments and fixing elements, which shows restored normal anatomy. The patient was discharged with recommendations to be followed up by a traumatologist-orthopaedist. Discharge instructions were given. Patient was instructed to wear a shoulder sling to rest the right upper limb for 2 weeks, active movement in the right shoulder joint was allowed as long as it was painless and not more than 90 degrees of abduction for 3 weeks after the surgery. Limitation of physical exertion (more than 2 kg axial loading) of the right upper limb for 1.5 months after the surgery and limitation of sports activities for 3 months was instructed. Rehabilitation therapy was recommended after surgery: active and passive mobilization of the right shoulder joint beginning on postoperative day 14, postoperative wound dressings once in 3 - 5 days in an outpatient setting, using alcohol-free antiseptics (betadine, chlorhexidine, miramistin, or analogues), and suture removal 12-14 days after the surgery. Medications prescribed were nurofen 400 mg: 1 tablet up to three times per day, after meals, for pain; arcoxia 60 mg: 1 tablet up to two times per day, after meals, for pain; efferalgan 500 mg: 1 tablet up to six times per day, after meals, for pain; and controloc 40 mg: 1 tablet at bedtime, for the entire period of analgesic therapy. Follow-up examination with follow-up x-ray imaging 1.5-3-6-12 months after the surgery and removal of the plate (not sooner than in 1 year) was considered. On (B)(6) 2018, patient experienced a sharp pain in the right shoulder upon movement. On (B)(6) 2018, patient presented herself for consultation due to pain at the surgery site. Patient had an x-ray imaging done which presented a breakage of the metal fixator and minimal secondary displacement of bone fragments. Patient then visited (B)(6) for further consultation and treatment strategy. During assessment, the right clavicle region was tender, not oedematous, not deformed, the range of movement in the joint was limited by pain, no neurocirculatory disorders were observed in the fingers of the right hand. The diagnosis was confirmed to be a closed displaced fracture of the right clavicle (injury of (B)(6) 2018), osteosynthesis with a blocked plate on (B)(6) 2018, breakage of the metal fixator, minor secondary displacement of the bone fragments, and pain syndrome. Elective surgery for removal of the broken plate and another plate osteosynthesis of the right clavicle was offered as treatment. On (B)(6) 2018, patient was admitted to hospital for further treatment for a healing fracture of the middle third of the right clavicle (injury of (B)(6) 2018) following osteosynthesis with a metal plate, breakage and migration of the metal fixators. During assessment, it was noted that patient had no known allergies. The skin and the visible mucous membranes have normal colour and showed no abnormalities. Auscultation revealed vesicular breath sounds conducted into all lung regions. Respiratory rate: 16 breaths per minute. Stable haemodynamics. Blood pressure: 110/75 mm hg, heart rate: 74 beats per minute. The abdomen is not inflated, soft and painless on palpation in all regions. No peritoneal signs were revealed at the time of the examination. Normal peristaltic sounds. Bodily evacuative functions: normal stools, unassisted urination. The general condition was satisfactory. It was also observed that the postoperative bandage contains a small amount of haemorrhagic discharge. During the dressing change, the postoperative wound showed no signs of inflammation and no discharge came from the wound. No postoperative suture breakage has occurred. An antiseptic dressing was applied. It was also noted that no neurocirculatory disturbances were revealed in the right upper limb. On (B)(6) 2018, a surgical intervention to remove metal fixators was done. The patient spent the postoperative period at the department of traumatology, where she received multi-component therapy: infusion, analgesic, symptomatic therapy, antibiotic prophylaxis, prevention of acute upper gastrointestinal tract damage, clinical and laboratory monitoring. Dressing changes were carried out during the postoperative period. Post-operative instructions were given to avoid physical exertion, monitor body temperature, exercise therapy, physiotherapy, immobilization of the right upper limb with a desault bandage for up to 3 weeks, then start exercising the right shoulder joint. Postoperative wound dressings with antiseptic solutions once in 2-4 days at the local district traumatology unit and x-ray imaging of the right clavicle 3 weeks and 6 weeks after the surgery. A follow-up complete blood count (haemoglobin concentration, platelet and white blood cell counts) in 2 weeks and a follow-up urinalysis. At discharge, the patient's condition was satisfactory and stable. The patient required no inpatient treatment, and was discharged with recommendations to be followed up at a local outpatient clinic. Concomitant device reported: fasteners (part#unknown, lot#unknown, quantity#unknown) . This complaint involves (1) device.